Manufacturer narrative:
(B)(4). Device evaluated by MFR:returned product consisted of a guidezilla ii guide extension catheter. The shaft, collar, and tip were microscopically examined. There were numerous kinks throughout the shaft of the device. The shaft had a partial separation/tear in the shaft at the collar transition. Majority of the distal shaft was flattened. The y-connector used in the procedure was not returned for analysis, so a test y-connector was used for functional testing. The test y-connecter was attached to a 6f guide and the guidezilla ii was inserted into and through the y-connector with no issues; however, the device would not pass through the guide catheter due to the damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jul-2017. It was reported that there was difficulty advancing the device through the guide catheter and it was kinked. A guidezilla¿ ii guide extension catheter was selected for a chronic total occlusion (cto) procedure in the right coronary artery (rca). During introduction, the guidezilla¿ ii guide extension catheter could not cross the non-bsc y connector. The physician tried to push it and the guidezilla¿ device kinked. Another device was selected and crossed the y connector well. There were no patient complications reported and the patient¿s status was ok post procedure. However, device analysis revealed a partial separation/tear in the shaft at the collar transition.